Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a surgeon requested a peer to peer for a patient that was implanted with a pdl several years ago. Patient has 3-level pdl construct at l2-l3, l4-l5. And l5-s1 with a fusion level between (at l3-l4). Both surgeons in the peer to peer agreed that l4-l5 is a pain generator level. Second surgeon recommended to revise l4-l5 to a fusion and do not touch the other 2 pdl levels (l2-l3 and l5-s1). The patient is experiencing lower back pain followed by right l5 radiculopathy with intermittent mild foot drop and more recently early neurogenic claudication. The patient was revised on (B)(6) 2025 and posterior fusion was added at level l4-5. Patient was doing well following the revision surgery. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The devices remains implanted within the patient, no device evaluation could be completed. Imaging was provided and reviewed through a peer to peer review, it was determined then that a revision should be completed. There were no anomalies identified during the investigation. The cause of the ongoing pain is unknown. The submission is 2 of 3 devices involved in this event.

Event description:
A surgeon requested a peer to peer for a patient that was implanted with a pdl several years ago. Patient has 3-level pdl construct at l2-l3, l4-l5. And l5-s1 with a fusion level between (at l3-l4). Both surgeons agreed that l4-l5 is a pain generator level. Second surgeon recommended to revise l4-l5 to a fusion and do not touch the other 2 pdl levels (l2-l3 and l5-s1). The patient is experiencing lower back pain followed by right l5 radiculopathy with intermittent mild foot drop and more recently early neurogenic claudication. The patient was revised on (B)(6) 2025 and posterior fusion was added at level l4-5. Patient was doing well following the revision surgery.